Manufacturer narrative:
This report is submitted on 28 october 2020.

Event description:
Per the clinic, the patient experienced poor performance with device use, subsequently the device was explanted on (B)(6) 2020.